Manufacturer narrative:
Patient age not available from the site. A medtronic representative went to the site to test the equipment. The representative reported that the gantry motion controller was replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect motion controller has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system was unable to complete a 3d image acquisition. The representative reported that the 3d image acquisition would start and then display an error message during the acquisition. The site attempted to perform 2 additional image acquisitions without success. It was reported that the site 2d image acquisitions with the footswitch. The site reported that they could eventually perform a 3d image acquisition when utilizing the hand switch. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. Supplemental aro information is as follows: nature and circumstances of aro: see initial MDR submission location of aro: (B)(6). Manufacturer: see initial MDR submission. Brand name: see initial MDR submission. Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
The gantry motion control box was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.